Manufacturer narrative:
The affected device was examined by dräger service and the log file was made available for the investigation. Based on the log file analysis, it could be confirmed that the device had performed a restart on (B)(6) 2025. An emc interference was identified as root cause of the restart and the reported screen failure. Such an emc interference can have various causes, including an electrostatic discharge of the user while operating the device. The log file also shows that emc interferences above the specified immunity barriers occurred at least occasionally in the hospital. If the device performs a restart while ventilating, the airway system opens to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the previous settings. A ¿mv low¿ alarm is generated immediately after ventilation is restarted and continues until the applied volume is greater than the lower set limit value for the minute volume. The screen remains dark during a device restart. The evita xl fulfills the immunity barriers required by standard. As a result of the investigation, it was recommended that the device software be updated to the latest released version to implement product improvements as available in this regard. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the touchscreen of the affected device did not work and that the device went out during operation. No patient health consequences were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.